Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer had not addressed the occlusions at the time of the report.